Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003385, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 27-aug-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6003385". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003385 was manufactured according to the work instruction (wi) version 77 and manufactured in the machine 12 on 19-sep-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, two complaints thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient was hospitalized on (B)(6) 2025 and got treated with intravenous (IV) drip. Blood glucose level was 200 mg/dl at the time of the event and was caused by bent cannula. The bent cannula was due to infusion set being inserted into the area which did not have sufficient subcutaneous tissue. The infusion set was in use for one day. Patient was found positive for ketone levels and ketone levels were found to be 7.26. The patient also experienced symptoms of dizziness and stomach pain. The length of hospitalization was more than 24 hours. No further information available.